Event description:
It was reported that when using the BD Pyxis¿ ES Server new patients and orders were not crossing over to the stations. The customer mentioned that the station was not communicating for 30 minutes. The customer stated that there was a delay in patient care.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & H.4: Serial Number, Unique Device Identifier, and Manufacturer Date not available.Upon investigation of the actual device used in this incident, a technical support specialist dialed into the server and verified it was running version 1.74, ran the downtime query and found no communication issues, reviewed patient encounter system (PES) and confirmed that the last download processed date and time was current, with no critical overrides affecting any stations, investigated the ER station reported by the customer and noted the last upload timestamp was also current, based on the server and patient encounter system (PES) review, confirmed that there were no communication issues and that messages were processing and reflecting current timestamps. Communicated the findings to the customer, who confirmed the issue was resolved. The system functioned as intended when the technical support specialist investigated the issue.